Event description:
A phone call was conducted in order to follow up on a previous call the customer made for high blood glucose of 247mg/dl, and it was found that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.